Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The complaint/event involved tego¿ connectors that reportedly had torn membranes and flow restrictions prior to the 7-day life cycle of the device during use. The customer additionally alleged that the tegos triggered the venous pressure alarms on the hemodialysis machine as part of the complaint/event. The tegos were replaced with no further incident. This emdr report reflects (B)(4) units that were similarly damaged and replaced. There was no blood loss, bleed back or any report of human harm.

Manufacturer narrative:
D9 - date returned to mfg: 4/9/2025. One used list# d1000, tego¿ connector, appx 0.05 ml, was returned for evaluation. As received, a seal tearing and collapsed was observed, no mating device was returned for evaluation. Complaint can be confirmed. The probable cause of torn membranes is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.